Manufacturer narrative:
(B)(4)

Event description:
The recipient reportedly experienced a chronic infection, wound dehiscence, and electrode array exposure in the implant region. The recipient was treated with clarithromycin beginning (B)(6), 2016 for one month. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
Patient codes: 1930. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. The electrode condition prevented one of the electrical tests from being performed. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly healing well, and the infection has resolved. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.